Event description:
Patient reported issue with the wake button not registering properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.